Event description:
It was reported that while turning the flap during a craniotomy, the foot portion of the duraguard drill attachment broke off and fell into the surgical site. The device fragment was retrieved using surgical forceps, and the pt was not adversely affected. There was no other medical intervention required for the pt, due to this event. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device was not returned to the MFR for eval. A f/u report will be submitted if the product is returned, and if the investigation results require.